Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no samples of reported lot 2311125 have been provided for evaluation. One sample from lot 2402114 has been received, which was not reported to bd. Upon inspection no damage or other defect is identified within the plunger or other components of the syringe. A device history record review found no non-conformances associated with this issue during production of lot 2311125 or 2402114. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Retained samples from both lots were used for additional evaluation. All products were inspected and no damage was observed on any of the devices. Product can become damaged as a result of the product jamming within the manufacturing equipment. As we do not have a physical sample which displays any damage and the device records do not indicate any issue, we cannot verify this to be true for the incident reported, therefore we cannot identify a definitive root cause at this time

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Event description:
The piston are twisted twisted piston before use